Manufacturer narrative:
Qn#(B)(4). A 040 humidifier adaptor was received for evaluation. The lot # cannot be verified based on sample received. Upon visual inspection, it was found that the snap cap of the adaptor was pushed too far down on the adaptor body. The complaint is confirmed as being related to the manufacturing assembly process. A non-conformance was opened to address this issue.

Event description:
Customer complaint alleges "the user was not able to connect the humidifier adaptor of aquapak bottle to the flowmeter; the screw of connecting part assembly came off the thread before it was fully screwed. (Continued) therefore, a new unit in the hospital stock was opened instead." Alleged issue reported occurred during patient use. No patient harm reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "the user was not able to connect the humidifier adaptor of aquapak bottle to the flowmeter; the screw of connecting part assembly came off the thread before it was fully screwed. (Continued) therefore, a new unit in the hospital stock was opened instead." Alleged issue reported occurred during patient use. No patient harm reported. Patient condition reported as "fine".